Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support, who guided them through a pump reset, which resolved the issue as the error code did not reappear, and the sensor session started successfully.